Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgery on (B)(6) 2016 during which time the reported lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2016-05196), the lead was repositioned again as the patient continued to experience ineffective stimulation. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful in resolving the issue. Surgical intervention is planned as the next course of action.